Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the battery cap was damaged and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump found some cosmetic damages including worn keypad and scratched display lens. Investigation found the battery compartment to be cracked and the threads were stripped. The pump powered up to a dim and discolored verify screen with appropriate audio and vibration alerts. In addition, the battery cap was found to be damaged. (B)(6).